Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn (B)(4). The date of that submission was 13-feb-2025. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a staff member slipped while disposing of the device in the sharps bin and incurred a needlestick injury. There were no patient harm or adverse events reported as a result of the event.